Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they tried to change the programs this weekend because they are in a lot of pain and the device connects with their implant but does not let them change or increase to the amount they need to. Patient further clarified by this they mean they are able to increase stimulation all the way up to 8.0 on all programs, but reported they feel nothing; they are not feeling any stimulation. Patient denied any recent trauma to implant site or falls. Reviewed role of patient services and redirected patient to their healthcare provider to further address the issue. Patient provided event date as "about two months ago" they started noticing they were having symptoms and reported on friday they were not feeling stimulation. Patient stated their symptoms have been mimicking a uti and their dr has been treating patient for a uti but "they've been coming back negative", so they kept telling patient to change their stimulator and when they changed therapy, they were not feeling stimulation and it wasn't helping their symptoms. Patient mentioned they have an appointment with their dr on wednesday and in the meantime, they are in dire pain. Patient mentioned stimulation is still at 8.0. Patient stated before they could only go up to 2.5 at the most and would feel stimulation and now, they have stimulation all the way up to 8.0 and they can't feel stimulation. Agent reviewed considerations to decrease stimulation or turn therapy off to see if helps with pain patient is experiencing and follow upwith their dr. Patient confirmed they are able to connect with their implant to adjust therapy, but they think the devices are not connecting with their implant and that the implant is not stimulating their bladder because they are not feeling stimulation and it is not helping with their symptoms. Patient inquired how to turn therapy completely off; agent reviewed. Patient successfully turned therapy off on the call and stated still feeling pain. The issue was not resolved through troubleshooting. Patient was redirected to their healthcare provider to address the issue.